Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was transferred to the ICU postoperatively with an endotracheal tube in place. After transfer, the cuff pressure was checked and found to be below the normal range. The cuff was inflated with a 5-ml syringe but the cuff pressure remained low. After connection to the ventilator, a low tidal volume alarm occurred, and abnormal airway noise was heard from the patient¿s throat. The physician was notified, and an anesthesiologist replaced the tube. After re-intubation, the patient¿s respiration and oxygen saturation returned to normal. Subsequent analysis determined that the cuff of the removed tube was damaged, resulted insufficient cuff pressure. The second intubation increased patient's discomfort and also increased the risk of potential complications.